Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when trying to log in to the application, it just goes back to the login screen. Troubleshooting was performed, and logging in to admin works, but logging in to stealth does not work and kicks back to the login screen. There was no patient involvement reported. Additional information was received. It was reported that the system was displaying an error code indicating installation failed for 2.1. Within the medtronic's tab, it is showing that 2.1 is installed but when entering the navigation system user, the system displays a blank screen with the admin bar at the top. The cs called back to report that he got a new set of compact discs (cds). When trying to install all 3 cds, the system acted like it was downloading and failed at the end. However, the medtronic page showed that app 2.1.0 was downloaded. The cs logged in as a user and there was no application installed. Ts suggested reseating the ssd and trying another set of cds, which he had in his backpack.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735762, software version:2.1.0 product ID:(9736411), ubd: unknown, UDI: unknown. H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A1102 applies to "when trying to log in to the application, it just goes back to the login screen / system displays a blank screen with the admin bar at the top" and "error code indicating installation failed for 2.1." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the case. Based on the information provided logs were not available. The information provided was ins ufficient to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.